Event description:
Surgical site infection.

Manufacturer narrative:
The bacterial culture report indicated that "cultures from abdomen and mesh both grew (B)(6). The explanted mesh was not returned to atrium for physical evaluation and no pictures were taken of the mesh at explant. The lot history and sterilization records of this lot of c-qur mesh were reviewed and no deviations were found. Post-operative infection after hernia repair using mesh is a common occurrence and the rate of infection tends to increase in patients with conditions such as diabetes or obesity. According to the case report there was minimal tissue attachment or ingrowth into the mesh. The presence of a significant infection and fluid surrounding the mesh, requiring mesh removal, most likely led to the lack of tissue incorporation. Without accessing the physical explant, photos of the explant or patient history, no other determinations can be made.